Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. The customer stated she changed the infusion set prior to the hospitalization but her blood glucose levels were too high by that time. No blood glucose reading was reported. The only alarm in the history was a low reservoir alarm. Troubleshooting was performed and the insulin pump passed the self- test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.